Event description:
It was reported that a physician was unable to refill a patient's pump. The patient had an x-ray which confirmed that her pump had flipped. The patient underwent a pump revision surgery (B)(6) later. The reporter stated that it was "obvious that the sutures had broken". The pump "was rather well scarred in". This led the physician to believe that the pump may have flipped early on following the patient's initial device implant. Per the reporter, the patient did not experience any symptoms of withdrawal and is "doing very well with her itb therapy." It was also stated that the patient had good tone reduction and "good progress" with her physical therapy. The pump contained lioresal (concentration of 500 mcg/ml; daily dose of 215 mcg/day). The physician refilled the pump during the revision procedure and did not make any changes to the patient's dose.

Manufacturer narrative:
(B)(4).